Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device serial number or equipment number was not provided by the reporter at the time the issue was reported. The reporter stated the device showed "ventilator inoperative" and a red-light alarm occurred. The reporter inquired what could cause this condition. The reporter was advised to contact clinical support for troubleshooting assistance and to provide the serial number of the unit in the event it needs to be returned. No additional information is available at this time. The device examination has not yet begun because the device has not yet been returned to the manufacturer for evaluation. As part of the complaint handling process, the manufacturer is making attempts to obtain additional information.